Event description:
It was reported that the customer attempted to inflate the cuff of the product (a face mask) at a pre-use check, but could not do it successfully. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was found there was some cracks at the edge of the hard shell of the mask. Hard shell of the mask. The root cause of the reported issue was found to be the product was pressed by a large force during transportation and the cushion was hit along the edge of the hard shell and that caused the damage. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).